Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with vomiting and large ketones associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated at their doctor¿s office with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in total delivery dose did not match due to a cartridge change and the basal screen being edited. It was determined that the customer made a change to their basal program. The basal history matched the active basal program settings and the bolus totals matched and were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged bg excursion was related to diabetes management factors as well as use error.